Event description:
The customer reported that insulin was coming out around the reservoir and not thru the tubing. The blood glucose reading was 240mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.